Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(4). Return requested for suspect drill bit guide. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a pelvic fixation procedure, the site's drill bit guide was broken. This bit was connected to a non-medtronic drill. When pressing into the pelvis, the tip of the bit broke off inside the pelvic bone. The surgeon successfully removed the broken piece from the bone. The surgeon opted to continue the procedure using a non-navigated non-medtronic drill bit. Delay in therapy was less than one hour. There was no impact on patient outcome.